Event description:
Rec'd report from consumer informing co of three incidents, from one box of product, where she found a piece of the cotton left behind after the tampon was removed. No injury reported.